Event description:
Patient sitting on the side of tilt table. Patient using hands to brace self in sitting position. Tilt table foot rest fell onto patient's right wrist. Found no defect in the table, nothing broken or out of place. The footboard is simply free to fold up when the table is in the prone position. Contacted manufacturer to inquire if there was a retrofit or some way to prevent this from occurring again. Told the only thing that could be done to stop the drop of the foot board was to tight the allen screws where the foot board pivots until there was enough drag to keep it from falling. There was no other locking mechanism available from them.